Manufacturer narrative:
Manufacturing date -- december 22, 2016 ¿ december 23, 2016. Two devices were reported for leak; however, only one was received at the plant for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted an untightened red (non-baxter) luer cap. Leak test was performed with the red cap and the baxter blue winged luer cap with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This occurred on an unspecified day in (B)(6) 2017. (B)(6). One device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small volume folfusor units were leaking. This occurred after filling with 4800 mg fluorouracil in unspecified diluent to a total fill volume of 97 ml. There was no patient involvement. No additional information is available.